Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the centrimag pump was used on (B)(6) 2025 and was very hard to insert fully despite the customer being very experienced with using the centrimag system. It was attempted a second time by the regional clinical & sales manager and it was again found to be challenging to insert into the centrimag motor. The centrimag pump was to be returned. The pump was used on a patient but the patient's information was unknown. The serial number of the centrimag motor was (B)(6). The customer was frantically trying to insert the pump so they did not manage to note which motor was used. The pump was inserted as hard as they could and eventually, they were able to use it. The pump head was not replaced. The motor would not be returned but the pump would be. After several days the patient did not require the pump anymore and the pump was removed and returned.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a centrimag pump being difficult to insert into the centrimag motor¿s housing was confirmed via the pump investigation. The centrimag motor was not returned for analysis; however, the pump was returned and forwarded to abbott research and development for investigation of its fit. Scratch/abrasion marks were found that were indicative of a mis-fit between the pump thickness and motor gap width. The potential contribution of the involved motor to the fit issue remains inconclusive since the unit was not sent back by the customer. The evaluation also confirmed evidence of a pump vendor manufacturing issue relevant to pump fit. Additionally, a non-fit was able to be replicated in a fit test with a random motor. Additional information provided stated that the serial number of the motor in use at the time of the event was either (B)(6). A root cause of the reported event was not conclusively determined through this analysis; it is unknown if the centrimag motor contributed to the reported fitment issue. The device history records were reviewed for centrimag motors (serial number: (B)(6)) and the motors were found to pass all manufacturing and qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The 2nd generation centrimag system operating manual (rev. L) provides information regarding emergency / troubleshooting in section 9. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console, then place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. Centrimag motor IFU (rev. F) instructs the user to inspect the centrimag motor, cable, console connector, and locking mechanism for any damage prior to use. If any component is damaged, do not use the centrimag motor. This document also instructs users on how to properly secure the pump within the centrimag motor. Additionally, this document instructs the user to always have a spare centrimag motor and back-up equipment available. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that no adverse events occurred to the patient as a result of the event.

Manufacturer narrative:
Section d4: model number corrected. Section d4: device serial number and lot number were not provided, and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.